Event description:
The customer observed falsely elevated sodium results generated on the architect c4000 processing module. The original samples were repeated and the results were normal. The following data was provided: processed on 06mar2023 sodium initial result = 166 repeat result = 143. Processed on 08mar2023 sodium initial result = 166 repeat result = 143. Processed on 07mar2023 sodium initial result = 164 repeat result = 139. Normal lab values= sodium = 136 to 145 meq/l additional data provided 29mar2023 sid (B)(6) processed 28mar2023 initial result 169 repeat 143/163/143 no impact to patient management was reported.

Manufacturer narrative:
Additional patient testing added to section b5: describe event or problem.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting discrepant sodium results on the architect c4000, serial # (B)(6). Service performed extensive troubleshooting and replaced several parts including the mixer (09d59-04 lot # sz47068275). The mixer (09d59-04 lot # sz47068275) was determined to be the likely cause of the falsely elevated result. Part replacement resolved the issue. No additional discrepant sodium result issues have been reported since the service activity was completed a instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 processing module, mixer (09d59-04 lot # sz47068275) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module, mixer (09d59-04 lot # sz47068275), was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the architect c4000 processing module. The original samples were repeated and the results were normal. The following data was provided: processed on (B)(6) 2023 sodium initial result = 166 repeat result = 143. Processed on (B)(6) 2023, sodium initial result = 166, repeat result = 143. Processed on (B)(6) 2023 sodium initial result = 164 repeat result = 139. Normal lab values= sodium = 136 to 145 meq/l no impact to patient management was reported.